Event description:
This lv lead was implanted on (B)(6) 2015 and was explanted on (B)(6) 2016 due to an unknown product performance issue. A call was placed to technical services on 09/29/2016 reportedly stating that lv lead had pulled back and patient was non-responder, physician elected to do a lead revision. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).